Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the ligator housing returned with seven bands still attached to it. A tooth was damaged, and the handle does not have evidence that the trip wire was secured, and it wasn't pulled up to take up rest of slack. The customer provided photos where it was possible to observe the ligator housing with the 7 undeployed bands in it, but the reason for the failure was not visible. No other problems were noted. The reported event of bands unable to deploy was confirmed. It was determined that the instructions for use (IFU) of the device were not followed since the trip wire was not secured into the handle slot and the trip wire slack was not taken up the handle. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to malfunction when pulling the bands. The marks on the ligator housing teeth imply that the device might have been used with too much force or this could be attributed to the way the physician was entering the device through the patient, damaging the teeth. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastroesophagus during an endoscopic gastroesophageal ligation (evl) procedure for gastric fundus and esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that after installing the ligator and entering the scope, the first band couldn't be deployed. The device was removed, revealing that the front bands were squeezed by the back ones. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastroesophagus during an endoscopic gastroesophageal ligation (evl) procedure for gastric fundus and esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that after installing the ligator and entering the scope, the first band couldn't be deployed. The device was removed, revealing that the front bands were squeezed by the back ones. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.